Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurses stated patient temperature (pt) was not getting to targeted temperature (tt) in an arctic sun device. Night shift patient temperature (pt) was 97f and has dropped to 93.4f. Water temperature (wt) was 66.2f 4 pads connected with good coverage confirmed. Rewarming in normothermia. Patient temperature (pt) was 93.4f starting temperature last night 97f, targeted temperature (tt) was 96.8f, water temperature (wt) was 66.2f rewarm rate 0.5c/hr, water flow rate (wfr) was 2.5 l/m. Device alerted 11 patient temperature (pt) 1 below low temperature. Checked event log and shows alert 11 times 3. System diagnostics showed that the outlet monitor temperature (t1) was 66.2f, outlet control temperature (t2) was 65.5f, inlet temperature (t3) was 66.4f, chiller temperature (t4) was 52.2f, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 61percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 3, system hours were 2024 and pump hours were 1566. Walked through placing device in manual control at 104f. System diagnostics showed that the outlet monitor temperature (t1) was 77f, outlet control temperature (t2) was 77f, inlet temperature (t3) was 73.4f, chiller temperature (t4) was 44.1f, water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 61 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Water temperature (wt) was 79.2f. Walked through disabling manual control and restarted therapy. Advised to monitor water temperature (wt) for the next hour or two and call back if water temperature (wt) was not increasing and patient temperature (pt) did not increase. Discussed adding warm blankets or bair huggers if not contraindicated by their protocol.

Event description:
It was reported that the nurses stated patient temperature (pt) was not getting to targeted temperature (tt) in an arctic sun device. Night shift patient temperature (pt) was 97f and has dropped to 93.4f. Water temperature (wt) was 66.2f 4 pads connected with good coverage confirmed. Rewarming in normothermia. Patient temperature (pt) was 93.4f starting temperature last night 97f, targeted temperature (tt) was 96.8f, water temperature (wt) was 66.2f rewarm rate 0.5c/hr, water flow rate (wfr) was 2.5 l/m. Device alerted 11 patient temperature (pt) 1 below low temperature. Checked event log and shows alert 11 times 3. System diagnostics showed that the outlet monitor temperature (t1) was 66.2f, outlet control temperature (t2) was 65.5f, inlet temperature (t3) was 66.4f, chiller temperature (t4) was 52.2f, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 61percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 3, system hours were 2024 and pump hours were 1566. Walked through placing device in manual control at 104f. System diagnostics showed that the outlet monitor temperature (t1) was 77f, outlet control temperature (t2) was 77f, inlet temperature (t3) was 73.4f, chiller temperature (t4) was 44.1f, water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 61 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Water temperature (wt) was 79.2f. Walked through disabling manual control and restarted therapy. Advised to monitor water temperature (wt) for the next hour or two and call back if water temperature (wt) was not increasing and patient temperature (pt) did not increase. Discussed adding warm blankets or bair huggers if not contraindicated by their protocol. Per follow up information received via task on 14oct2025, spoke with nurse who confirmed they had to switch devices because the original one would not increase temperature. The nurse confirmed flow rate was good, so they did not think it was the pads and was unsure if it had been picked up at this time.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.